Event description:
It was reported that the target lesion was located in the common iliac with moderate calcification. The fox cross balloon was advanced for post dilatation of an unspecified stent. However, the balloon ruptured at 14 atmospheres during the first inflation. Another fox cross balloon was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. There was no resistance was reported during advancement or retraction of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.